Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge. There was no reported adverse impact to the customer's blood glucose level. As the issue had occurred in the past, no additional details were provided.